Event description:
Patient is using reusable electrode gel pads for pain management for 6-10 hours. Patient experienced, soreness, blistering and oozing yellowish fluid from his back for 3 weeks. Patient is taking antibiotics and using betadine to clean area. Patient has been using therapy for 23 years with no problem until using reusable pads.